Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was difficult to interrogate. Once it was performed successfully, an error message appeared.